Event description:
The pt stated that she was concerned that her infusion device malfunctioned in 2007. She stated that she was shopping and felt like her blood glucose was dropping (70 mg/dl). She stated that she had drank a cola with peanut butter crackers and a peach. She stated that 15 mins later, she still felt "low" and she disconnected from her infusion device and drank "several" more 12 oz colas. She stated that within 30 mins, her blood glucose returned to 112 mg/dl and 30 mins after that, she was at 136 mg/dl and she then reconnected to her infusion device. She stated that a similar incident occurred over a mo ago but "not near as bad". She stated that she drank a cola and disconnected from her infusion device for 30 mins and her blood glucose returned to normal. The pt reported the following month that her blood glucose dropped to 60 mg/dl and she felt shaky and nauseous. She stated that she immediately disconnected from her infusion device and drank a cola. The pt checked the history of the infusion device, and it showed that 38 units of insulin had been delivered since midnight. The pt stated that this was incorrect and the amount of insulin delivered since midnight should have read 18 units of insulin. The pt believes her infusion device is delivering too much insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.